Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with smart touch bidirectional catheters. When the ablation began using the first smart touch bidirectional catheter (lot#17416503m), all the electrical potentials of the body surface and the catheters were drifted on both the carto and the lab. The indifferent electrode was changed and the cable was reconnected but the issue continued. The catheter was replaced with a second smart touch bidirectional catheter (lot#17391006m). However, the electrical potential also drifted during the ablation. The learn new displayed when the right pulmonary vein (rpv) was conducted after the left pulmonary vein (lpv) isolation. The cable was changed. Then the temperature did not display. The ablation could not be conducted. The cable was changed again but the issue did not improve. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with smart touch bidirectional catheters. When the ablation began using the first smart touch bidirectional catheter (lot#17416503m), all the electrical potentials of the body surface and the catheters were drifted on both the carto and the lab. The indifferent electrode was changed and the cable was reconnected but the issue continued. The catheter was replaced with a second smart touch bidirectional catheter (lot#17391006m). However, the electrical potential also drifted during the ablation. The learn new displayed when the right pulmonary vein (rpv) was conducted after the left pulmonary vein (lpv) isolation. The cable was changed. Then the temperature did not display. The ablation could not be conducted. The cable was changed again but the issue did not improve. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. For the issues of the ablation which could not be initiated since there is no temperature displayed and the learn new displayed have been assessed as not reportable as the potential that they could cause or contribute to a death, serious injury, or other significant adverse event was remote. Multiple attempts have been made to obtain clarification to the signal issues on both the smart touch bidirectional catheters. However, no further information has been made available. Since it could not be confirmed that the patient¿s heart rhythm was visible, the MDR determination for both these catheters have been assessed conservatively as reportable malfunctions as the lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.